Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead was put in the rv port of the device and the pace/sense portion of the high voltage right ventricular lead was in the lv port of the device. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.